Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-00401 and 1225714-2014-00402.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-00401 and 1225714-2014-00402.

Event description:
Additional information further specifies that the patient experienced a sudden cardiac event and subsequently expired on the same date, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unk date after the use of the product.